Event description:
Pt called alleging that their meter would not power on. Pt did not experience any symptoms. Pt took their medication without knowing what their blood sugar was. Pt did not suffer a serious injury. When the meter does not turn on, a pt cannot obtain a test result, which may lead to delay in treatment or treatment in the absence of a glucose value. Customer service was unable to resolve the issue and sent pt a new meter.